Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. No device intervention was reported but programming changes were discussed. Patient was stable.

Event description:
New information received noted programming changes were made.